Event description:
The pt is reported to have tortuous vessels. The left iliac artery occluded and the physician elected to convert the graft to an aorto-iliac with a fem-fem bypass. No other info was given.